Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 46 mg/dl. Customer was treated with food. Customer stated insulin pump had multiple insulin pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and displacement test and it was passed. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.